Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported event cannot be determined. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted by site and date of procedure and there were no additional complaints found related to this event. Additional site history search was not possible due to lack of system and instrument detail. No image or video clip for the reported event was submitted for review. System error log review was not possible due to lack of system and instrument detail. A search by site name showed that there are three systems at this site: sh0642, sk2045, and usg530. A search for the listed surgeon found no results for any of the systems for the alleged procedure date of (B)(4) 2019. A review of the instrument logs was not possible due to lack of system and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: it was alleged that a patient who underwent a da vinci hysterectomy procedure on (B)(4) 2019, as a result of an unspecified malfunction of a da vinci system, suffered a perforated omentum/peritoneum. At this time, the cause(s) of the patient¿s alleged operative and/or post-operative complications and subsequent medical intervention, if any, are unknown. The specific alleged failure mode is also unknown. Blank MDR fields: due to the nature of the complaint (litigation), follow-up could not performed to attempt to obtain additional patient-related information. The expiration date for section d4 is not applicable.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2019. The legal document alleged that as a result of an unspecified malfunction of a da vinci system, the patient suffered a perforated omentum/peritoneum. It was unknown if additional medical or surgical intervention was required and the details regarding the unspecified malfunction were not provided or were unknown.